Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a hole in skin from what looks like a burn. It's unclear if the home health nurse who spoke with support services applied any creams or ointments to the skin irritation. Outcome of the wound is unknown.